Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vicmo13.2, -7.50 diopter, intraocular lens was implanted into the patients right eye (od) on (B)(6) 2019. Suspected endophthalmitis was observed on (B)(6) 2019 during follow up visit. On (B)(6) 2019 the lens was explanted. Additional medical intervention ( compound tobramycin, levofloxacin eye drops, prednisone eye drops and tobramycin eye drop) were prescribed prior to icl explantation. Aqueous humor was sampled for both bacterial culture and smear, results were reported as bacterial culture- negative and smear- positive, gram-positive coccai infection. For status of the eye the reporter indicated that post explant the patient was treated with: vancomycin, ceftazidim, levofloxacin eye drops, fuxilic acid eye drops, prednisone eye drops and gatifloxacin gel. The cdva was 20/20 and iop was 15.5 mmhg. If additional information is received a supplemental medwatch report will be submitted.